Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a consumer regarding a patient receiving intrathecal fentanyl via an implanted pump system. The patient stated that the pump was having motor stalls and was making weird noises. They were hearing a siren noise. The patient confirmed that the pump was not low on medication. The printouts showed that the pump was stalling. They stated the motor stalls recovered on their own. The patient was reportedly not around magnets, and they lived in the country. The patient did not have any mris. Their healthcare provider was checking the ph of the fentanyl. The patient stated they get achy, could not eat, and were going through withdrawal. They lost 38 pounds, and they did not want anyone around them. Additional information was requested to determine the dose and concentration of fentanyl, other medication taken at the time of the event, pertinent medical history, what troubleshooting was performed, what diagnostics were performed, what caused the motor stalls, and if the motor stalls and symptoms had been resolved.